Manufacturer narrative:
Exemption number: e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified superficial femoral artery. Atherectomy was performed and the lesion was prepped with an unspecified balloon dilatation catheter. The 6.5x80mm supera self-expanding stent system (sess) was advanced without resistance, when the white tip broke just before deployment. The sess and stent were removed without issues, and a new 6.5x100 supera stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. Visual analysis was performed on the returned device. The reported tip detachment was confirmed. The difficulty removing was not tested as it was based on procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. The investigation was unable to determine a cause for the reported difficulties. The tip detachment was due to user handling outside the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the 6.5x80mm supera self-expanding stent system (sess) faced resistance during withdrawal with the sheath, and the tip separated outside the anatomy during intentional manipulation. It was confirmed that no portion of the device remains in the patient. No additional information was provided.